Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed due to a defective apps (applications subsystems) board, causing the monitor to experience resets. The monitor was stuck resetting due to a defective apps board. The root cause for the open defective apps board could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported displaying a service code.